Event description:
A report was received that the patient's scs was dysfunctional. The patient will undergo a revision procedure.

Event description:
A report was received that the patient¿s spinal cord stimulator was dysfunctional and the patient was having trouble charging the ipg at times. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient had gained weight in the recent past. The patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was reportedly doing well postoperatively. The explanted device was not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient¿s spinal cord stimulator was dysfunctional and the patient was having trouble charging the ipg at times. The patient will undergo an ipg replacement procedure.